Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the trocar was slid into the cerclage passer and when the surgeon went to remove it, it snapped being left in the cerclage passer. Some cockers were used to pull it out. There was no reported impact to patient. There was a one minute delay in the surgery. This is report 1 of 1 for com-(B)(4).